Event description:
It was reported that the device shows an error message, port a circuit short.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and found damage to port a and port b motor drive unit (mdu) receptacles. Port a receptacle appears damaged. The surface is gouged, potentially from turning an mdu connector while attempting to insert it into the control unit. Port a does not recognize the test mdu when inserted, which indicates internal damage to the harness. Port b receptacle is damaged and appears to be partially melted, possibly from plugging in a shorted out mdu. The test mdu cannot be inserted into it. Product passed functional testing using a known good mdu test receptacle for each port. The complaint was confirmed and the root cause has been determined to be an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.